Event description:
It was reported that following a transvaginal sling placement, the pt experienced incontinence, increased bleeding, infection and tissue erosion and had to have the sling removed. No further info is available.